Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, (B)(6) 2024 15:30 for the convenience of the patient chemotherapy drug infusion, normal operation, the left upper limb PICC tube, postoperative radiographs to see the tube in place, puncture without bleeding, pus spillage, etc.; 20:43 june 1, 2024, the patient complained of pain in the left upper limb, soreness and swelling sensation, examination: left upper limb braking in the left upper limb PICC puncture at percussion range of about 1.5cm * 1.5cm hard knots, see the range of about 3cm * 3cm bruise, arm circumference 24cm and PICC puncture in line with the limb, slightly swollen, limb activity is not limited, emergency line vascular ultrasound suggests that the left upper limb venous thrombosis (incomplete type), immediately draw blood to check the blood routine, coagulation six, the patient was instructed to limb braking, elevate the affected limb, keep the dressing in place at the point of puncture of the PICC, dry, and drink a lot of water. 2024.6.2 on the morning of (B)(6) 2024, the vascular surgery department was invited to consult, and the treatment: oral rivaroxaban tablets 10ml qd anticoagulation was recommended, and dynamic review of the left upper limb vascular ultrasound was followed up. At the same time, we strengthened communication with the patient, informing the patient that venous thrombosis has the risk of embolus dislodgement and pulmonary embolism at any time, which can seriously jeopardize the patient's life safety. After the above treatment, the patient complained that the soreness and distension of the left upper limb was slightly improved compared with the previous one, and there was no bruising and blackening of the limb end, and the radial artery dialysis was good. Standardized drug anticoagulation therapy has been carried out, PICC tube maintenance to see the lumen smooth, puncture point dry, no blood seepage. This condition caused some impact on the patient.